Event description:
During a limited launch evaluation, the doctor was not successful in deploying t2 in 4 reverse curve fast fix 360 devices. It was confirmed that t1 was not removed and that ultra fast-fix was used to complete the repair.

Manufacturer narrative:
(B) (4)device is not being returned for evaluation.(B) (4)